Event description:
The wife of a (B)(6) male pt contacted lifecor customer support to report that the pt's electrode belt had gelled. She stated that he received a tactile alarm, but there were no audible alarms. The wife stated that when the battery pack was placed into the device, it was only vibrating. There were no audio alarms at all now. Two hours later the pt's wife contacted support to report that now the monitor would now power up. She stated that neither battery pack would start the monitor. She stated that when either battery pack was placed on the battery charger, the green light illuminated. Support sent the pt a replacement electrode belt and monitor.

Manufacturer narrative:
Device manufacture date: monitor (B)(4)-11/2008, electrode belt (B)(4)-07/2008. Device eval summary: device evals of monitor and electrode belt have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The electrode belt had gel deployed on all 3 therapy electrodes. The download did not show a "gel release" flag. There were multiple "memory fault" and "abnormal shutdown" flags at the time of the event. The root cause of the gel release and the memory faults cannot be positively identified. The pt was not treated. The electrode belt was refurbished, retested, and restocked. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The pt received a replacement monitor and electrode belt.